Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to high threshold.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the rv shock coil and distal ring electrode were found covered in fibrotic growth. The calcification is assumed to be the root cause of the observed high threshold values. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.